Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: vena cava filter was placed at l3 secondary to inability to anticoagulate with risk of deep vein thrombosis. The vena cava measured <28mm. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2013); (01/2010). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed post trauma/mva. Sometime post filter deployment the filter allegedly tilted within the ivc. There was no reported attempt made to retrieve the vena cava filter. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and five months post deployment, a computed tomography of abdomen and pelvis showed the filter was tilted minimally anteriorly. The filter struts have penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. One leg penetrates the aorta, and one leg penetrates into the lumbar vertebra. Around eight months later, a computed tomography of abdomen and pelvis showed multiple struts from the filter project external to the lumen of the inferior vena cava. A strut travelling anteriorly from the inferior vena cava and extends approximately 14 mm beyond the wall of the inferior vena cava. One strut seen extending immediately posterior to the abdominal aorta. Another structure seen extending posterior to the aortic bifurcation. A strut appears to extend into the right psoas muscle. The appearance of the inferior vena cava filter was compatible with caval perforation. Around one year and one month later, a computed tomography venogram of abdomen and pelvis showed the filter which was minimally tilted to the right and anteriorly. There was extraluminal extension of multiple struts. Multiple struts extend towards the right psoas muscle, left retroaortic region and anterior to the aortic bifurcation. Therefore, the investigation is confirmed for perforation of the inferior vena cava. However, the investigation is inconclusive for filter tilt since the medical records state that "the filter was tilted minimally". Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, d4(expiry date: 01/2013), g3, h6(device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed post trauma. Sometime post filter deployment the filter allegedly tilted within the inferior vena cava. There was no reported attempt made to retrieve the vena cava filter. The current patient status is unknown.